Event description:
It was reported that the patient felt no stimulation sensation and that impedances were greater than 4,000 ohms. The patient outcome is unknown. Further information is being requested from the hcp.